Event description:
Reporter alleged after a hard and soft reset to the blood glucose monitoring device, having continual issues with a fatal alert exception error on the meter. The manufacturer's evaluation department determined connector pins 3 and 4 were burnt. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.